Event description:
The customer reported the monitor has a burn in the image and a handle is broken. No pt was involved or injured.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.